Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. With no sample analysis a probable root cause off label use, the reported symptom was induced when recapping the needle assembly; this should not be done. The instructions for use states that these products should not be re capped. A device history record review was not performed as the lot is unknown. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that a needle 30x1/2 rb had the cannula puncture through the shield causing a dirty needle stick after use. The following was reported by the initial reporter: "it was reported that the needle punctured side of shield after injection during recapping event description per attached email states: complaint details: needle punctured side of shield after injection during recapping. During 1 case the user was stuck with dirty needle. The user had to go to clinic and get tested."